Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 a mesh and the obtryx transobturator mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
D(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary and bowel problems, fistulae, bleeding, neuromuscular problems and vaginal scarring.

Event description:
It was reported that following insertion the patient experienced infection, urinary and bowel problems, fistulae, bleeding, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with partial vaginectomy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with partial vaginectomy.